Manufacturer narrative:
Please note conclusion code no longer applies to this report. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins battery had a reduced capacity due to overdischarge. According to the trace report obtained from the ins, the total recharge count was 133. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for three minutes and the battery charged from 3.615 volts to 3.705 volts. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count was two. The parameter trend diagnostic section of the trace report showed that the last patient usage was on (B)(6) 2016. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately one centimeter of space between the ins and charger antenna. The charge time was three hours and 17 minutes. The ins charged from 2.410 volts to 4.010 volts with 100% coupling. Upon device return, the lead was not fully seated in the 0-7 port. The set screw marks were found to be in the correct location of the lead. It was suspected that the improper seating of the lead occurred during the explant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported via the manufacturer representative (rep) that they were overdischarged. This occurred due to the patient not charging. A physician mode recharge (pmr) was going to be done on (B)(6) 2016. It was not resolved at the time of this report. The patient was noted to be alive with no injury and no surgical intervention occurred or was planned. Additional information received from the rep reported that the pmr was successful but the patient needed a pocket revision for poor charging connection. This was noted to be the second overdischarge. Additional information received reported that a lead revision and implantable neurostimulator (ins) replacement was scheduled for (B)(4) 2016. The patient's therapy was not in the low back, which became evident after the physician mode recharge (pmr). Relevant medical history included failed back surgery syndrome and the spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.